Event description:
The following has been reported: biomed reported: "touch screen is not responding to touch. - pump (B)(6) is having an issue with the touch screen. The screen turns on and is not damaged but does not recognize touch at all. I tried restarting the pump, putting it on a different bracket, and cleaning it.." A preliminary review identified the following issue: mechanical hardware failure (screen no input). Injury/adverse reaction : no. Stopped active infusion : no. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touchscreen functionality issues. Upon evaluation the lcd of the pump was not responding to touch inputs. The pump was investigated internally and it was found the touch input cable was not seated into the main pcba despite the latch being closed. The cable was reseated and gently tugged on to ensure proper seating. The cable came out again easily, the latch is incapable of holding the cable firmly. No other damage was identified.